Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up high, out of range high voltage lead impedance was observed. Programming changes were made. The lead remains implanted. Patient condition was good after the event.